Event description:
It was noted by the surgeon while going on cardiopulmonary bypass, a small crack along the seam on the aortic cannula connector. Surgeon placed bone wax across crack to seal the leak. No further leaking occurred from the cannula connector. Cannula saved along with the wrap for further investigation.